Event description:
I started having problems with my eyes. I went through three boxes of contacts (trying to figure out what was going on). My eyes were extremely red, burning, sensitive to light and itching. In 2007, I visited my optometrist and they told me that I had a build-up of white blood cells in my eye because my body was trying to fight off the infection. He prescribed me an eye drop (tobradex) and he wants to see me back for a check-up. This is also the second eye infection I've had in 2-3 months. I 've always been very cautious with my contacts and made sure tht I don't sleep in them. So I couldn't figure out what was going on until I had watched the news and heard about the recall. I would like to be reimbursed for my eye exam and the drops I had to get to fix the problem. (Please see scanned add'l pages).